Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received one unused q-syte unit in a sealed package from catalog number 385100; lot number 7327639. A flow rate test was performed where the unit met the minimum flow rate per specification. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that an unspecified number of bd q-syte¿ luer access split septum experienced flow issues. The following information was provide by the initial reporter: when performing salinization in swirling, it presents resistance in the PICC catheter. When q-syte device is removed, the salinization flows normally. Note that the q-syte is causing resistance in the catheter. Removed q-syte and placed another brand, a blue one, it flows normally. Information received by email on 5/2/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd q-syte¿ luer access split septum experienced flow issues. The following information was provide by the initial reporter: when performing salinization in swirling, it presents resistance in the PICC catheter. When q-syte device is removed, the salinization flows normally. Note that the q-syte is causing resistance in the catheter. Removed q-syte and placed another brand, a blue one, it flows normally. Information received by email on 5/2/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotheraputic to the skin.